Manufacturer narrative:
The pump had unresponsive act, down, and up buttons due to the corroded keypad traces. The operating current test was unable to be performed and they were unable to verify the battery out limit due to the unresponsive buttons. The pump had a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a battery out limit alarm and a button on the pump stopped working. Customer's blood glucose was 290 mg/dl. Customer was trying to bolus and the keys were sticking. Customer stated that she was unable to clear the battery out limit alarm and now the keys are unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.